Manufacturer narrative:
Updated sections: b4, d10, g4, g7, h2, h3, h6, h10. The product was returned with the membrane completely unfolded with no visible blood on the exterior of the catheter. A 0.025¿ guidewire, 0.035¿ guidewire and the one-way valve were also returned. The catheter tubing was observed to be flattened along its length. This may occur if a vacuum is held with the one-way valve for an extended period of time, causing the catheter tubing to lose its round shape. A catheter kink was observed near the y-fitting at approximately 29.1"/73.9cm from the iab tip. Additionally, several kinks were also observed along the length of the inner lumen within the membrane. The one-way valve was vacuum test and it held vacuum. The technician attempted to insert the returned 0.025¿ guidewire through the inner lumen and was able to insert the guidewire but with difficulty. Obstruction was felt. The evaluation confirms the reported problem. Kinks along the length of the inner lumen will caused difficulty inserting/advancing the guidewire. However, we are unable to determine how these kinks may have occurred because we are unable to mimic the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab) therapy, the guide wire was unable to be inserted. A new intra-aortic balloon(iab) was used to start therapy. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab) therapy, the guide wire was unable to be inserted. A new intra-aortic balloon(iab) was used to start therapy. There was no reported patient injury.